Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a peritoneal dialysis catheter exchange, the hydrophilic coating peeled off of a roadrunner the firm lt hydrophilic wire guide. An unknown 15 french peritoneal dialysis catheter was also used during the procedure, via abdominal access. The anatomy was not calcified. The wire was not altered prior to use, and kinking was not noted. The hydrophilic coating was activated with heparinized saline and remained activated throughout the procedure, during which the wire was used two or three times. The wire was kept hydrated when not in use and was reactivated prior to reuse. The hydrophilic coating reportedly separated from the device, exposing the mandril. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a peritoneal dialysis catheter exchange, the hydrophilic coating peeled off of a roadrunner the firm lt hydrophilic wire guide. An unknown 15 french peritoneal dialysis catheter was also used during the procedure, via abdominal access. The anatomy was not calcified. The wire was not altered prior to use, and kinking was not noted. The hydrophilic coating was activated with heparinized saline and remained activated throughout the procedure, during which the wire was used two or three times. The wire was kept hydrated when not in use and was reactivated prior to reuse. The hydrophilic coating reportedly separated from the device, exposing the mandril. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, manufacturing instructions, quality control data, and specifications. One roadrunner hydrophilic wire was received used. Measuring from the distal tip starting at 18.2cm the polymer jacket was peeled in multiple areas within a length of 54.6cm. No other issues were identified during the analysis. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. With current information the cause for this complaint is most likely patient anatomy. It was reported that the wire was being used to exchange a dialysis catheter, it was most likely that the patient had access site scarring which could cause the wire to become damaged. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.